Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient might have experienced a wet tap during her permanent procedure; however, at the time, she was asymptomatic. It was also reported during the post-operative programming session, the scs leads had low impedance values and stimulation could not be obtained in the patient's pain pattern. It was thought the low impedance values derived from unsettled fluid in the epidural space from the procedure. Subsequently, it was determined the scs lead would be given time to settle into place to see if the issues resolve. Follow-up identified the wet tap was not confirmed. Additionally, the impedance issues have resolved and patient is doing well.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.